Manufacturer narrative:
Device received with no button response due to corroded keypad traces. No button error alarm during testing noted. Unable to perform all functional testing including the displacement, operating currents, a21 error test, rewind, basic occlusion, occlusion, prime a33 and excessive no delivery test due to buttons not responding.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had buttons was not responding and had button error alarm. The customer blood glucose level was 13.8 mmol/l at the time of incident . Customer advised to observe time clock for one minute to verify if time advances and time was advancing. Customer was advised to insulin pump will need to be replaced and to revert to backup plan. The insulin pump will not be returned for analysis.